Event description:
Customer reportedly received the following results on the aviva system: 360 mg/dl, 128 mg/dl, and 136 mg/dl. Customer then obtained a result of 136 mg/dl on a compact plus system. All results were obtained within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Caller did not provide product information for the compact plus system.